Event description:
It was reported that revision surgery was performed due to high acetabular inclination angle and near certainty the patient had severe edge wear of her acetabular component. In 2010 the patient started experiencing "clunking". The pain developed, progressively worsening. Squeaking also developed. Initially lasted 3 minutes once a month, later almost daily, by (B)(6) 2013 this had receded. Patient reported right hip pain with radiation to buttock and thigh.